Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 36.4 degree celsius and 40.4 degree celsius under load testing with coolant spray on. These temperatures did not exceeded requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Some debris was observed inside the cap cavity. Head cavity and inner components appeared to be dry. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.